Manufacturer narrative:
(B)(4) - zipper slider is missing. Evaluation results: evaluation of the product found the zipper slider body is open on the left side window access panel. The right side window access panel has a 1 inch hole in the netting. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the panel will not open when pressure is applied. (B)(4).

Event description:
The distributor reported that there is a tear on the right side panel netting and the left side panel has a zipper slider missing. There was no patient incident or injury reported.